Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) due to lightheadedness. Upon review it was found an inappropriate atrial tachy response (atr) episode due to farfield oversensing and a pacemaker mediated tachycardia (pmt) episode that appear atrial driven. Technical services (ts) discussed reprogrammed options to prevent the oversensing. Additionally, a change in the morphology was observed from before the pmt algorithm to after which the complex changed vectors. This crt-d remains in service. No adverse patient effects were reported.